Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrythmia. The was patient was admitted to the emergency room (ER). Technical services (ts) reviewed the stored episodes and noted the device delivered multiple atp bursts and 41 joule shocks were delivered for what appeared as a atrial fibrillation (af) with rapid ventricular response (rvr). Ts provided some reprogramming options for the future therapy as the device is working as programmed. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.